Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - b5, e3. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was a code #13 when powered back on and 7 and 73 in the fault logs. The front-end board (d670-00-1164) was replaced. The unit passed all functional and safety tests. The failure analysis and testing dept. Received part number 0670-00-1164 with a reported unit failure of a sudden shutdown during patient use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) power suddenly went out. There was patient involvement but na harm or injury reported.

Event description:
It was reported by customer that the cardiosave intra aortic ballooon pump has suudenly shutdowned during use. At around 5:00 am on (B)(6), the power suddenly went out while in use on a patient. The catheter was removed and treatment ended. After restarting, a message appeared saying "maintenance required."

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is : (B)(6). Due to character limit in the e1 section, the full event site address is : (B)(6). A supplemental report will be submitted upon he completion of the investigation.